Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for eval. Additionally, the device specific info was not provided, precluding a review of the device history record. Engineering eval noted that the revision reported was likely the result of not utilizing the patella component in the primary surgery.

Event description:
Addition of a patella that was not implanted in the primary surgery by another doctor. This event occurred outside of the us, in (B)(6), and was discovered as part of active surveillance.